Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse verified the error messages for codes 2300 and 2310. The fse cleaned the loader sensors and performed several loader tests to verify operation. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2300 s.loader step feed failure and error 2310 s.rack not at start position was the s075.

Event description:
On (B)(6) 2017, a customer reported error 2300 s. Loader step feed failure and error 2310 s. Rack not at start position on the aia-900 instrument. The customer stated that error 2310 occurred during a background check. The customer performed an all set home function. Error 2300 occurred in the middle of a run. The customer is unable to run patient samples on pth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.